Event description:
The patient underwent generator replacement due to battery depletion. The explanted generator was discarded by the explant facility. No additional relevant information has been received to date.

Event description:
The patient was referred for vns replacement due to an intensified follow-up indicator (ifi) = yes status being seen. It was later noted that the patient had an increase in seizures. Per the physician, the increased seizures are believed to be due to low vns battery and inadequate medical therapy. No known surgical intervention has occurred to date. No additional relevant information has been received to date.